Manufacturer narrative:
Inserter was not returned for evaluation and with no lot number information available DHR review could not be performed. Based on the available information the root cause of the reported event could not be determined. However, it is likely that user related factors may have caused or contributed to the event.

Event description:
It was reported that lens haptic got disconnected after inserting into patient's eye. Lens was cut and removed from the eye in pieces. Enlargement of incision was required, additional information was requested and has not been received.